Event description:
A site operating room representative reported that the system jumps from navigate to the camera set-up screen when trying to verify the curved suction in navigate. After troubleshooting with a medtronic representative, the system was powered up; came back into the software; and advanced to navigate where the frazier suction verified without issue. The ent surgery was completed with the use of the stealthstation treon treatment guidance system. There was no impact on the pt outcome reported.

Manufacturer narrative:
Pt information was not available at time of this report. Software has not been evaluated as of the date of this report.